Event description:
Boston scientific crm received information that this patient with this cardio-resynchronization therapy defibrillator (crt-d) device, and a very large left ventricle (lv), experienced underlying atrial fibrillation (af) and accelerated non-sustained ventricular tachycardia (vt). X-ray analysis confirmed that the right ventricular (rv) lead was in good apical position. Based upon the device programming, atp delivered but was unsuccessful. Subsequently, four full output shocks were delivered and were unsuccessful at converting the accelerated rhythm. Review of the device electrogram printouts by boston scientific technical services confirmed therapy reached exhaustion. The initial tachycardia was sustained vt (fast ventricular response to af), and of which was not treated as long as the rate remained in the vt-1 zone with no therapy programmed. Acceleration to the vt zone gave rise to inappropriate atp and shock deliveries; probably leading to vf. All true shock impedances were approximately 31ohms, and there is no evidence for a shock lead issue. Further investigation of the defibrillation thresholds was advised, with possible consideration to alternative shock vectors and methods. The patient remains hospitalized for monitoring and optimized therapy post-implant.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.